Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the fiber optic sensor extension cable assembly. The iabp was then returned to the customer for clinical use. The initial reporter getinge employee who has different contact details from that of the event site. This information was not provided.

Event description:
It was reported that while a getinge sales representative was performing a staff training the fiber optic connector of the cardiosave intra-aortic balloon pump (iabp) was discovered to be broken. There was no patient involvement or adverse event reported.